Manufacturer narrative:
Additional information received from the field representative indicated that the shock lead impedance was greater than 125 ohms in both the rv to ra vector and the rv to can vector. The shock lead impedance was within expected limits at 107 ohms in the triad vector. The device remained programmed in the triad vector. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead was reported to have a shock lead impedance issue. The specific measurements were not provided and additional troubleshooting was declined. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead was reported to have a shock lead impedance issue. The specific measurements were not provided and additional troubleshooting was declined. No adverse patient effects were reported. Additional information received from the field representative indicated that the shock lead impedance was greater than 125 ohms in both the rv to ra vector and the rv to can vector. The shock lead impedance was within expected limits at 107 ohms in the triad vector. The device remained programmed in the triad vector. No adverse patient effects were reported. It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. A portion of this lead was removed, and a portion was surgically abandoned. The return of the explanted portion of the lead is not expected to be returned. The ICD was explanted and replaced. No additional adverse patient effects were reported.